Event description:
During a therapeutic procedure on a pt, the physician advanced an extractor into the pt's biliary tree, using a jagwire to guide the extractor. After accessing the biliary, the physician tried to insert the gw deeper into the biliary tree, but he then felt restriction. The dr then attempted to retract the jagwire, but again he felt strong restriction. The physician then removed the extractor and the guidewire. Upon the removal of the devices, the tip of the guidewire was found to be broken. The physician reported that he then obtained another device and successfully treated the pt.